Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 26 mg/dl, and was taken to the emergency room. Customer was given a drip of dextrose to stabilize blood glucose levels. Customer was released from the emergency room after "a few hours", and bg levels stabilized to 128 mg/dl.